Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, therapy was programmed off and the device was programmed to electrocautery mode. However, pacing inhibition was observed during the use of electrocautery and the caller noted a programmer screen with some sort of message but was not able to confirm the exact verbiage. The device was immediately programmed out of electrocautery mode and placed back in the patient. Next, the device was put back into electrocautery mode and the it was confirmed that the mode changed from vvi 80ppm to voo 80ppm. Additionally, ventricular pacing markers were confirmed on the programmer screen. Again, once electrocautery was used the patient went asystolic and the patient complained of feeling funny. Fluoroscopy showed the heart was not beating. The device was removed from the pocket once again, moved away from the patient and then electrocautery mode worked fine. The replacement device was implanted and electrocautery mode worked fine with this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.